Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection was performed on the slotted maxcutter. The received device was reviewed as having a ¿stuck trigger¿; fracture not identified. The device was received in poor condition with major scratches and faded color observed throughout the device, due to excessive use. Functional testing was performed with the maxcutter. Suture size 2 was used to test the functionality and the maxcutter cut successfully. During the test it was noted that the trigger was very difficult to pull to allow the suture to be cut. The trigger was also noted to be very loose. The maxcutter slot shows brownish residues along the scratches & corners. Brown residues in the shape of the slot curvature were seen, suggesting poor cleaning. Heavy scratches are seen at the proximal slot. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Investigation results concluded that the reported event was due to wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a soft tissue repair, the maxcutter fractured, leading to juggerknot implants having to be removed from the patient. One juggerknot was removed completely, while two others were only able to be partially removed. A fourth juggerknot was utilized to complete the procedure successfully. The surgeon stated there is no adverse outcome to the patient's due to the retained juggerknot fragments. The exact delay in time to the procedure is unknown, however it is known that it was over 30 minutes.